Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics, and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the routine follow up visit, this pacemaker device exhibited premature battery depletion (pbd) alert. Subsequently, this device was successfully explanted. No additional patient adverse effects were reported. The device was returned, and analysis was completed, and the report is updated with the product investigation results.

Event description:
It was reported that during the routine follow up visit, this pacemaker device exhibited premature battery depletion (pbd) alert. Subsequently, this device was successfully explanted. No additional patient adverse effects were reported. This device is expected to return for analysis.